Manufacturer narrative:
Additional information: b3, d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1922bc suture anchor, biocomposite pushlock 4.5 x 24 mm serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the eyelet was broken off and the anchor is no longer attached to the shaft's tip. The evaluation of the driver and driver handle found not issues. Functional testing was performed by moving the inner shaft to check for resistance and not problem was found. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment of the insertion and/or applying excessive force on the device during use. Directions for use direction for use. Dfu-0087. Corkscrew®, pushlock®, and swivelock® suture anchors. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th december 2024, it was reported by an arthrex employee via email that for an ar-1922bc, suture anchor, biocomposite pushlock anchor eyelet broke during implantation. This was detected during a rotator cuff repair surgery on (B)(6) 2024. Ar-1922p was used to prepare bone socket. The eyelet of the implant broke during implantation. No fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another product ar-2324bcc instead.